Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Inspection of the power supply unit (psu) revealed exposed wires. Performance testing of the power supply revealed no power outlet from the psu. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the no power output was excessive force applied during cable assembly. The root cause of the device failure to charge was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).